Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the down button on the infusion device does not function. The infusion device was replaced and requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The buttons passed the optical and functional investigation successfully and comply with the product specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.